Manufacturer narrative:
(B)(4).

Event description:
The patient's family member reported that the patient's device was replaced approximately a week prior and he had been experiencing a feeling of something like a seizure but not his normal seizures, nausea, vomiting and dizziness. The patient went to the emergency room. They provided medication however this did not resolved the seizures like feeling that was not like patient's normal seizures. No further relevant information has been received to date.